Event description:
Allegedly the patient was revised due to unknown mom complications. (Left).

Manufacturer narrative:
Due to additional information received on 01/04/2022 the following changes and updates have been done: 1 part ID and lot number were received for the medical device involved in this report. 2 surgeon name and facility name were received. 3 report source has been updated to other: attorney in section g.2 4 health effect clinical code in section h.6 has been corrected to be: 4530. 5 medical device problem code 3190 in section h.6 has been removed. 6 investigation conclusions code 67 in section h.6 has been removed. The code 22 remains the same.